Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call motor error alarm on the insulin pump. Customer's blood glucose level was 6.5 mmol/l. Customer's father advised they changed the set and were priming when the motor error alarm occurred. Troubleshooting for the motor error alarm was performed. Customer's father also reported that the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose flush drive support disk. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.